Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was sent to the customer site. The cse initially checked the aliquot probe and adjusted the height positioned, checked and cleaned the drain. A quick check was performed and was acceptable. On subsequent visits and troubleshooting, the cse ran all service methods for reagent1 (r1) and reagent 2 (r2), sample probe, and cuvette washer that were acceptable. The cse observed that probe c has some residual build up that was cleaned and primed. An 18 random sample check with a chem-12 panel was run without issue. The cse observed that the overmix was out of specifications, the sample mixer assembly, and reagent 1 (r1) probe were replaced. Alignment of r1, probe checks, and the s1 omix test were acceptable. The cse ran service methods, and the sampler 1 (s1) mix test failed. The cse replaced the sampler mixer and a quality control (qc) check was acceptable. Based on the information provided, the cause for the discordant results can be attributed to the sampler mixer. There is no indication of a potential product problem. Siemens has followed up with the customer, and no further issues have been observed. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, low carbon dioxide (co2) results were obtained on two patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s). The same patient samples were retested on an alternate dimension vista instrument, resulting higher. The higher repeat results were reported to the physician(s) as the corrected results. There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the discordant low carbon dioxide (co2) results.